Event description:
The patient had a 3.5 x 13 mm cypher stent placed in the right coronary artery in 2005 after suffering an acute myocardial infarction. The patient had persistent angina after the stent was placed. Nine months later, an angiogram revealed "growth around the top of the stent". Patient at this point had a 3.5 x 23 mm cypher stent placed in the right coronary artery overlapping the stent placed nine months prior. The patient continued to have chest pain and two months after the second stent was placed an angiogram revealed in-stent restenosis requiring angioplasty. Since this angioplasty, patient continues to have chest pain and stated that her cardiologist would not do another angioplasty if restenosis occurs. Patient still has chest pain at the time of this report.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2007-00373.